Event description:
The customer returned the device to physio-control from a foreign country, because the service wrench was illuminated. Physio-control replaced the device. There was no pt use associated with the reported event.

Manufacturer narrative:
Therapy pcb assembly. Physio-control replaced the device. Physio-control evaluated the device and observed that the output of ic u1, pin 8 was out of specification and that u1 appeared damaged. The device was placed in retention.